Event description:
It was reported that during a lap cholecystectomy procedure, the device fired malformed clips and the device was stuck on the cystic duct. The handles were manually pulled open to remove the device. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.